Manufacturer narrative:
The preliminary investigation of the received datalogs concluded that the quality controls and calibrations on the system were ok. Investigator compared the supplied patient log (patlog) files for (B)(4): the reported thb discrepants are not systematic on the analyzer ID i393-090r0579n0013 as the patlog data contains several measurements practically without discrepants. The liquid transport is concluded to be ok as the difference in the derivatives (cohb, methb) is found be insignificant. All thb results for both 393-090r0579r0013 and 393-090r1024r0014 are considered low. The difference between 393-090r0579r0013 and 393-090r1024r0014 is both positive and negative, hence it is not a systematic measurement discrepant. Customer has been requested to return the analyzer 393-090r0579n0013 for further investigation. Normally the analyzer would be checked at the location by a radiometer medical field service engineer, but because of the current covid-19 situation this practice has been changed in this case. Additional information received from customer: "the samples are mixed manually as we do not use the radiometer syringes (1ml syringe)".

Manufacturer narrative:
The finalized investigation has not led to update of the preliminary investigation in follow up report 1, which is now considered as the final investigation. (Preliminary investigation findings: the preliminary investigation of the received datalogs concluded that the quality controls and calibrations on the system were ok. Investigator compared the supplied patient log (patlog) files for (B)(6): the reported thb discrepants are not systematic on the analyzer ID (B)(6) as the patlog data contains several measurements practically without discrepants. The liquid transport is concluded to be ok as the difference in the derivatives (cohb, methb) is found be insignificant. All thb results for both (B)(6) are considered low. The difference between (B)(6) is both positive and negative, hence it is not a systematic measurement discrepant.) As part of follow up with the customer and to prevent the incidents from happening again, radiometer has provided a demonstration of the difficulty of mixing a sample in a 1ml tuberculin type syringe (narrow lumen), which the customer is using, compared to a safepico syringe with the mixing ball. The customer has agreed to trial one box of 100 safepico syringes.

Manufacturer narrative:
No information.

Event description:
According to the customer, on monday 25th of may the abl90 flex analyzer ((B)(4)) gave low thb results. When the nurse in charge saw a trend of multiple patient samples obtaining low results, she looked back and compared them to the results obtained on the verification device abl90 flex analyzer ((B)(4)). The patient had a thb result of 47 g/l on this analyzer which was considered too low. Same sample was repeated on the other abl90 analyzer ((B)(4)) with the result 77 g/l. The result showed a deviation between the two analyzer of 30 g/l. A laboratory result was also obtained, with thb result 80 g/l). The customer identified 8 different patient samples where the thb results differed, both with high and low thb results. Other samples from the same patients were run in the lab on the device lab vitros 5600. Table 1 (complaint abl90 ((B)(4) ) compared to other abl90 ((B)(4)): complaint abl90; other abl90; lab vitros 5600; discrepancies to age/gender; description other abl90 analyzer; (B)(6). The head nurse stopped the wards from using thb results from the complaint analyzer until the cassettes and solution were replaced, and over 5 patient samples were then run and compared to a bga analyzer, and there was no deviation found across the analyzers. The abl90 flex analyzer results were also checked against the lab tests and there was not any deviation there either. Therefore, the problem had been fixed.